Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was intended to be used in the duodenum in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, right before they inserted the device into the working channel of the duodenoscope, it was noticed that the wire connected to the handle was broken; hence, they could not use the needle at the tip. The procedure was completed with a dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of broken pull wire at the handle. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the cutting wire was broken, and kinked/bent at the handle section, consistent with the findings when the device was observed under magnification. Evidence of bending was also observed at the broken ends of the wire. The working length was also kinked/bent at the proximal section (heat shrink area). X-ray inspection was performed and it was found that the working length at the proximal section was kinked/bent, and the cutting wire at the handle section was broken, and kinked/bent. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and kinked/bent at the handle section. Additionally, the working length at the proximal section was kinked/bent. Based on the condition of the device, the problems found could have been caused due to handling and manipulation of the device during its use leading to a kink/bend on the working length at the proximal section. Probably the kinked/bent working length at the proximal section could have caused some friction with the cutting wire during the handle actuation and this condition could have contributed with the wire breakage. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was intended to be used in the duodenum in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, right before they inserted the device into the working channel of the duodenoscope, it was noticed that the wire connected to the handle was broken; hence, they could not use the needle at the tip. The procedure was completed with a dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4).. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.